Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04739. Related manufacturer reference number: 2017865-2020-04740. It was reported that the patient had an inflamed pocket and a localized infection. The infection was confirmed by an echocardiogram. The patient's system was explanted. Vegetation was found on the right atrial lead. The patient was stable post procedure.